Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 224, 222, 234 and 255 mg/dl. Customer was also concerned with meter to meter comparison test results of 180 mg/dl using meter and 110 mg/dl using another device (customer stated comparison test was performed while he was in the hospital for a procedure unrelated to his diabetes). The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/29/2020 and test strips were opened three weeks ago. The meter memory was reviewed for previous test result history: result 1: 224mg/dl date: (B)(6) time: 11:49am fasting, result 2: 222mg/dl date: (B)(6) time: 4:40pm fasting, result 3: 234mg/dl date:(B)(6) time: 4:34pm fasting, result 4: 149mg/dl date: (B)(6) time: 3:49pm fasting, result 5: 255mg/dl date: (B)(6) time: 11:55am fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 224, 222, 234 and 255 mg/dl. Customer was also concerned with meter to meter comparison test results of 180 mg/dl using meter and 110 mg/dl using another device (customer stated comparison test was performed while he was in the hospital for a procedure unrelated to his diabetes). The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/29/2020 and test strips were opened three weeks ago. The meter memory was reviewed for previous test result history: (B)(6).